Manufacturer narrative:
Correction to b5: in this case, a 23mm sapien case in tricuspid position for approximately 9 years, was explanted due to severe tricuspid regurgitation, leaflet thickening, and moderate stenosis due to calcific degeneration. The device was not returned for evaluation, therefore, a no product return engineering evaluation was performed. Per an edwards technical summary(ts), calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 9 years post valve implant could not be confirmed, but may be related to the patients co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a 23mm sapien valve implanted in the tricuspid position for approximately 9 years, underwent an explant procedure due to severe tricuspid regurgitation and moderate stenosis. The leaflets were thickened and had calcification. A magna mitral ease valve was implanted in tricuspid position. The patient outcome was stable and the patient was recovering at home. As per medical opinion, the root cause of the need to explant was that the valve was worn out in a young patient.